Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device stopped working was confirmed. It was found that the 5 pin connector was damaged by fluid ingress and was corroded. The damaged connector was replaced, socket connection between the ID and rf boards secured with silicone sealant, and the device was cleaned, newly calibrated, tested and found to be fully functional. As identified during evaluation, fluid ingress into the device is the root cause of the corrosion of the 5-way connector. This would in turn have caused the device to not function as intended by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr3 generator device stopped working. During in-house engineering evaluation, it was determined that the 5 pin connector was damaged by fluid ingress and was corroded. No further information was available.